Event description:
It was reported that a request was made for technical services (ts) to review the presenting electrogram (egm) for possible loss of capture (loc) on this right atrial (ra) lead. Upon review, technical services (ts) determined that potential loc was present, as higher capture thresholds were recorded and the atrial pacing complexes varied in amplitude throughout. Further evaluation for this patient was planned. No adverse patient effects were reported. This ra lead remains in service.